Event description:
It was reported by the customer "PICC was leaking, small pin hole near insertion site." Additional information from customer: PICC was leaking at insertion site, after line was d/c¿d, vat rn noticed a ¿pin hole¿ at the level of 0. Catheter was secured with a statlock. Line was removed and a second PICC was inserted the next day. Patient is being treated for osteomyelitis.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt6055 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. A small, diagonally aligned split was observed between the molded joint and the 0cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. Microscopic inspection of the split revealed a granular fracture surface and inward curving edges. Multiple impressions were observed in the vicinity of the split and circumferentially opposite the split. The split features and abundant surface impressions were consistent with damage caused by contact between the catheter and a traumatic instrument, such as forceps or hemostats. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed.

Event description:
It was reported by the customer "PICC was leaking, small pin hole near insertion site." Additional information from customer: PICC was leaking at insertion site, after line was d/c¿d vat rn noticed a ¿pin hole¿ at the level of 0. Catheter was secured with a statlock. Line was removed and a second PICC inserted the next day. Patient is being treated for osteomyelitis.